Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has a history of high rv threshold. It was noted that due to the high thresholds the rv was programmed sub-threshold. The rv lead remains in use. No patient complications have been reported as a result of this event.